Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had lost weight and their implant was moving around. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer. It was reported that the doctor noted they would need to go back in and do a replacement of the implant to keep it from causing the patient pain. No further complications were reported/anticipated.